Event description:
The caller alleged discrepant results, when compared with the lab. The following results were reported: 11/2005, inratio: 2.7, lab: 5.5. Pt was administered vitamin k to prevent serious injury. The next day, inratio: 2.0, lab: 7.8, a new strip lot (050515) was sent to the customer for comparison testing against the lab. The following results were reported: 12/2005, inratio: 6.1, lab: 6.8, inratio 1.2 (retesting using lot 050487).